Event description:
This is being submitted following a retrospective complaint review, it was reported in 2002 that during a mandible procedure, the handpiece became hot and melted the top surface of the drapes. Customer alleged the drill was in the safe mode, and that they use competitors drill bits. It was also reported that the pt received no injury during this event.

Manufacturer narrative:
Customer complaint of handpiece got hot during use could not be verified. The handpiece was functionally tested with no discrepancies noted. Temperature was within specifications stated in test procedure.